Manufacturer narrative:
Full name of the customer establishment is (B)(6) hospital. The subject device was received and evaluated. Device evaluation and inspection, the following findings noted: the product received was na-403d-2021, lot number fr870473. The needle tube had buckled at a position approximately 100 mm from the base of the actuator. Inspection of the needle tube protrusion and retraction found no problem. There were no other abnormalities that could have led to the problem customer described. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, at the time of pre-use inspection, the doctor noticed that there was buckling at the base of the needle of na-403d-2021. The doctor continued to use it as it was, and although it was difficult to use, the procedure was completed. No health hazard to the patient. Doctors have previously said that na-403d-2021 had a similar problem. There was no patient harm, no user injury reported due to the event. Complaint (B)(6) with unknown event date was opened to capture/address the similar problem (buckling at the base of the device) as reported by the doctor that occurred previously. This report is related to a report with patient identifier (B)(6) (buckling at the base /unknown event date).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, there were no abnormalities found that could lead to the reported event. Since the needle tube was buckled during the pre-use inspection by the customer, it is likely that the needle tube was bent due to some bending load when it was removed from the tray or during the pre-use inspection. The appearance of all needle tubes has been confirmed in the manufacturing process for this product. Therefore, it is determined that the needle tube was not bent at the time of product shipment. The event can be detected/prevented by following the instructions for use (IFU) which state: "carefully remove the device from the package and ensure the device does not become kinked during removal." This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.